Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside patient occurred. A 3.00mmx16mm synergy(tm) drug-eluting stent was advanced for treatment; however the stent got dislodged. No patient complications were reported and the patient's status was ok.

Manufacturer narrative:
Describe event or problem corrected. (B)(4).

Event description:
It was previously reported that a 3.00mmx16mm synergy drug-eluting stent was advanced for treatment and dislodged inside the patient; however this should be corrected to a 3.00mmx16mm synergy drug-eluting stent was dislodged. It is not known where the dislodgement occurred.